Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was possibly micro-dislodged and resulted in diminished sensing. The lead was repositioned and better measurements were obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 429688 implantable pacing lead (B)(6) 2013; dtba1d4 implantable cardioverter defibrillator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2007. (B)(4).